Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On 10/25/2017 it was reported by the facility that the powerpicc that was placed in (B)(6) 2017. It was stated the PICC broke at the purple hub where it met the purple tube. No reported patient injury.